Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had over temperature error. There was unknown patient involvement or patient harm reported as a result of the event.

Manufacturer narrative:
H2) device evaluation: d3 manufacturing establishment name updated. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The device was in used condition, with no cracks or damage visible. The device showed a overtemperature alarm during use. The cause of the customer reported problem was a defective water pump as the pump was not running as evident by there being no water circulation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the pump and tested that temperature and alarm limits were within specifications. The device passed all functional tests and performed as intended after repair.